Event description:
Battery charger to charge batteries for lvad (artificial heart pump) would not charge batteries. Medtronic already has a class 2 recall on this charger, recall #z 0582-2019. In this recall, it states "in analyzed units, up to 2 charging bays exhibited one of the above behaviors. In all cases, at least 2 of the remaining bays were able to continue to charge batteries as needed." The charger our facility sent to medtronic demonstrated that all four battery bays were inoperable. FDA safety report ID# (B)(4).